Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 324, 288, 195, 214 and 185 mg/dl. Customer was also concerned with am fasting meter to meter comparison results of 324 mg/dl using true metrix meter and 273 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 137-138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/25/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 324 mg/dl, date: 06/03, time: 9:13 am, fasting; result 2: 288 mg/dl , date: 06/02 , time: 9:09 am ,fasting; result 3: 195 mg/dl , date: 06/01 , time: 9:34 am ,fasting; result 4: 214 mg/dl ,date: 05/31 ,time: 10:30 am, fasting; result 5: 185 mg/dl ,date: 05/30 ,time: 10:15 am ,fasting.

Manufacturer narrative:
Sections with additional information as of 03-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.